Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: event 1: blood glucose (bg) values from 48-50 mg/dl were recorded by continuous glucose monitor (cgm) from 9:49:17 am to 9:54:17 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 9:49:17 am. On (B)(6) 2019, at 7:56:03 am, user made a bolus request of size 3.32 units, approximately 2 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Event 2: blood glucose (bg) values from 40-55 mg/dl were recorded by continuous glucose monitor (cgm) from 5:29:15 pm to 6:29:15 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 5:29:15 pm and 5:59:15 pm. On (B)(6) 2019, at 2:34:42 pm user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. A tubing fill of size 12.0037 units was observed on (B)(6) 2019 at 4:00:41 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Event 3: blood glucose (bg) of 50 mg/dl was recorded by continuous glucose monitor (cgm) at 10:09:15 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 10:09:15 pm. On (B)(6) 2019, at 7:20:16 pm, user made a bolus request of size 3.53 units, approximately 2 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Event 4: blood glucose (bg) of 51 mg/dl was entered into the pump by the user on (B)(6) 2019 at 7:56:46 am and 7:56:52 am. Blood glucose (bg) values from 50-53 mg/dl were recorded by continuous glucose monitor (cgm) from 7:59:12 am to 8:09:12 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 7:59:12 am. The cause of the low bg could not be determined based on the review conducted. Event 5: blood glucose (bg) values from 51-54 mg/dl were recorded by continuous glucose monitor (cgm) from 5:59:11 pm to 6:14:11 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated at 5:59:11 pm. On (B)(6) 2019, at 1:14:25 pm, user made a bolus request of size 2.56 units, approximately 4.5 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Event 6: blood glucose (bg) values from 43-52 mg/dl were recorded by continuous glucose monitor (cgm) from 12:14:08 pm to 12:39:08 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:14:08 pm. On (B)(6) 2020, at 9:34:57 am, user made a bolus request of size 2.81 units, approximately 3 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Event 7: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 10:54:06 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:54:06 pm. On (B)(6) 2020, at 6:45:02 pm, user made a bolus request of size 4.17 units, approximately 4 hours prior to the low bg. The cause of the low bg could not be determined based on the review conducted. Event 8: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 51 mg/dl were recorded by continuous glucose monitor (cgm) from 10:54:04 am to 11:49:04 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:54:04 am. Blood glucose (bg) of 49 mg/dl was entered into the pump by the user on (B)(6) 2020 at 12:01:57 pm and 12:02:08 pm. On (B)(6) 2020, at 8:03:25 am, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 30 mg/dl; cause was unknown. Juice, carbohydrates and protein were consumed to treat bg level. Additionally, the customer reduced hourly basal rate and set a temporary basal rate to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.